Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat a hernia on (B)(6) 2011 and mesh was implanted into the patient. It was reported that she experienced complications; including mesh erosion, dense adhesions, chronic pain, infection, sepsis, kidney dysfunction, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.